Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced urinary problems, recurrence and bleeding, dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence cystocele, and rectocele and mesh was implanted along with the concurrent procedure of cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria